Manufacturer narrative:
Device passed the displacement test however a33 alarm during prime/a33 test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and compromised force sensor system. The customer¿s blood glucose level was unknown. Customer stated that they was able to successfully clear the alarm. Customer stated that they was able to complete pump rewind. The customer stated that the drive support cap was normal. The customer stated that the insulin pump pushed insulin out of the insulin pump. Customer did not report an motor position encoder error alarm. The customer stated that they was not able to complete troubleshoot for motor error due to the insulin pump pushing insulin out of the chamber. The insulin pump will be returned for analysis.